Event description:
Spontaneous call from pt when pt got ready to store backup. She discovered that cap will not tightly screw into place. Pt uncertain if cap is at fault or if portion of device that cap screw onto is at fault. Warm transfer to psr to courier replacement. Sn (B)(4)fault did not occur while in use. No injury caused. Device will be returned and replaced. Strength: 2.5mg/ml; dose or amount: 19.8nkm; frequency: continuous infusion; route: sq. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.